Event description:
Olympus was informed that during an unspecified therapeutic procedure, the probe top broke apart. There were no pieces that fell inside the pt and the procedure was successfully completed using another device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was discarded and will not be returned to olympus for eval. Therefore, the exact cause of the reported event could not be conclusively determined. If add'l info is received at a later time, this report will be supplemented.